Event description:
The patient did not experience any problems with the implanted device, however, the patient elected to have surgery to remove the implant. An integrity test was performed and confirmed that the device is functioning. Device revision surgery will be scheduled. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.